Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, implanting the neurostimulator too close to the targeted nerve, and inadvertently puncturing bone or tissue during the procedure have been ruled out as potential root causes. Additionally, non-compliance to the IFU, severe force applied to the implant (fall, accident), excessive twisting, bending, or stretching, and incorrect transmitter assembly antenna placement have been ruled out. However, the area of pain was not near the neurostimulator implant and the burning sensation was not believed to be associated with the curonix device. The pain experienced by the patient is likely due to an acute flare of pain due to the inflammatory cycle which typically lasts 48-72 hours. The stimulator is used to treat pain. The as analyzed code was selected as no problem found as the patient experienced normal post-procedural pain (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported severe low back pain with radicular/sciatic symptoms burning to their foot. Additionally, the patient has a history of depression and reported significant mood alteration. The patient followed up with their primary care physician regarding the mood changes and completed the trial. Although the patient reported 40% pain relief from the trial, they did not have any functional improvements in their ability to stand or walk longer so they will not move to permanent implant. As of (B)(6) 2025, the back and radicular pain resolved and the patient is being treated for mood disorders/depression by their primary care physician.